Event description:
It was reported that the customer had leaking reservoirs. The customer stated that the leak was near the transfer guard of the reservoir, but he was unsure exactly where the leak was located. The customer also stated that he had already changed his infusion set and reservoir twice and this had occurred both times. The customer then stated that he was not degassing the insulin vials. It was explained to the customer how to properly degas insulin vials and how to securely snap the transfer guard on top to avoid leakage. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.